Event description:
Reporter alleged discrepant blood glucose results of 95 mg/dl on one particular vial of test strips compared to results of 157 & 369 mg/dl on a different vial of test strips from the same box on the advantage system. Reporter stated she was not experiencing any hyperglycemic symptoms during receipt of the high results. No actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.